Manufacturer narrative:
Correction to b1 - check product problem.

Manufacturer narrative:
Procedural cine images were submitted for review. The following observations and impression were made by edwards quality clinicians. Procedural cine (overview):  aortogram (pronounced cusp calcifications). No sequence for valve alignment valve positioning and deployment (balloon rupture during inflation). Significant pvl as valve is not fully expanded. Post dilatation (no pvl). Dissection of right femoral artery. In this case, the balloon burst most-likely occurred due to calcification and/or calcific deposits on the cusp. The valve was not fully expanded, and a decision was made to treat the pvl with a balloon post-dilatation. The pvl was resolved. Dissection of right femoral artery was noted after removal of ds/ sheath.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and written by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the balloon burst cannot be determined. However, it may be due procedural factors (withdrawal difficulties due to the corresponding balloon burst) that may have contributed the event. In addition, the cause for the femoral artery dissection cannot be determined as other potential contributing factors are unknown as limited clinical information was provided.  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure the commander delivery system balloon burst.  During removal of the delivery system difficulties were encountered. A femoral dissection was observed and was surgically treated. The patient is stable.